Manufacturer narrative:
Date of report: 24sep2018. (B)(4). Date of manufacturer: 04aug2018. The customer returned front bezel was tested and no failures were identified. The philip's international service technician replaced the touchscreen to address the reported problem.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the top of touchscreen was not responding.there was no patient involvement.